Event description:
Plaintiff was employed as a phlebotomist & wore & was exposed to latex gloves made by various mfrs. Plaintiff alleges she became allergic to latex & had to stop working as a phlebotomist.